Manufacturer narrative:
Details of complaint: biomed reported that the multi-gas unit gave an error message during a procedure. They tried a different input cable, which did not resolve the issue. They swapped the unit with one from another room to continue the procedure. No patient harm was reported. Investigation summary: the issue was duplicated during evaluation. The cause of the issue was determined to be failure of the sensor unit and/or the pump. No further investigation is required. Nk will continue to monitor and trend. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: g7 monitoring unit: model #: cu-172r, serial #: (B)(6) , device manufacturer data: 01/27/2022 (jan. 27, 2022), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the multi-gas unit gave an error message during a procedure. They tried a different input cable, which did not resolve the issue. They swapped the unit with one from another room to continue the procedure. No patient harm was reported.